Manufacturer narrative:
The returned product was evaluated and the cannula was found retracted back into the pod. This needle mechanism failure was determined to have root cause mechanism rails-wings did not capture slide insert. This defect contributed to the reported hyperglycemia. Qualifications records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported her blood glucose reached 24 mmol/l (432 mg/dl) less than 24 hours after the pod was activated.